Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing and multiple inappropriate shocks due to atrial fibrillation. Therapy delivered did not convert the arrhythmia. High capture thresholds and no capture was observed on the right ventricular channel. An x-ray was performed to confirm device placement. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.